Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified common iliac artery. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was removed the procedure was completed with another of the same device. There were no patient injuries reported, and the patient condition was good post-procedure.